Manufacturer narrative:
One a/l offset broach handle-left was returned and evaluated. Upon visual inspection the handle and strike plate of the device has impact marks and they have fractured and separated from each other. (B)(4): the returned device was reviewed with visual examination and microscopy. Overall view identified contact and wear marks on the broach handle. Fracture surface artifacts are consistent with the tensile overload failure mode. Xrf analysis confirmed both segments of the broach handle to be consistent with 17-4 stainless steel alloy. Due to its size, the weld region is challenging to analyze with available xrf equipment, however all attempted weld region measurements indicated 17-4 stainless steel alloy. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during an initial hip surgery the broach handle top impactor plate broke. There was no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.